Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic for a routine follow up. Upon interrogation it was noted that the controller clock had been reset. The patient stated that they lost power a few weeks ago while attached to the power module. A log file review was requested. The periodic & event files captured controller clock corrupt events. The event log file shows the clock was able to be set to (B)(6) 2021. The data in this set of files did not contain any pump stops. The cause of the controller clock corrupt events was unclear. Further review of the log files confirmed the reported event of the controller¿s clock being corrupted. The data contained in the log files, event and periodic, revealed that the system maintained the desired set speed with no interruptions and there was a controller clock corrupt/clock invalid alarm until (b)(60 2021 when the clock was properly set. Although the specific root cause for the clock being corrupted was not able to be determine, a complete loss of power will result in the clock being corrupted and pump to stop. Once the power is restored, the clock will start form the default date of (B)(6) 2000. The entry captured prior to (B)(6) 2021 (when the clock was set) was not (B)(6) 2000 which suggests that a possible power loss/pump stop may occurred on (B)(6) 2020. Approximately 61 days before (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed controller clock corrupt alarms indicating a total loss of power to the system controller. A specific duration of time for which the pump was stopped could not conclusively be determined. The controller event log file contained approximately 11 days of data. The clock was set to (B)(6) 2000 at the start of the log file indicating that the controller clock was previously corrupted. The clock was set to the appropriate date on (B)(6) 2021 at 9:05:24. Based on previous complaint experience, the corrupted clock is indicative of a total loss of power to the controller; however, a specific cause could not be conclusively determined through this evaluation. The log files appeared to capture the pump operating as intended. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2019. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 2 states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75-100% of battery power remains. 3 green bars = 50-75% of battery power remains. 2 green bars = 25-50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 also includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Also, section 7 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. The hm3 lvas patient handbook, rev. C, is also currently available. The ¿alarms and troubleshooting¿ section of the patient handbook provides information regarding system controller alarms and the proper actions associated with them. This section also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ section 5 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. No further information was provided. The manufacturer is closing the file on this event.